Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 7.4 mmol/l at the time of incident. Customer did not find any resistance when asked to remove the reservoir to push insulin manually. Customer stated that the pump delivered without any alarm after rewinding the pump and placing the reservoir to fill tubing for 5 units. Customer was explained that it could be an occlusion in the infusion set or the reservoir. Customer will be sent a replacement.